Event description:
Over the last few weeks, there have been sporadic events where the external chemical indicators on our orange indicator container locks have not properly changed color to reflect that sterilization has taken place. Internal indicator strips indicated sterilization had taken place. Biological tests have passed without issue.